Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to pump tubing break and fluid leak. During the procedure the existing device was removed and a new ipp was implanted. The patient did not experience further complications.